Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented via merlin.net via transmission after receiving a patient notifier. Patient presented to clinic and premature battery depletion was observed. The device was explanted and replaced. Patient is stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The cause of the premature battery depletion was due to high current drain from an anomalous rf module.